Event description:
It was reported that the patient had a revision of the entire device system. The revision began late on (B)(6) 2014 and went into the early morning of the following date. The reason for the revision was that the patient lost weight and the catheter was protruding when she sat down. A 40% dose reduction was being done on (B)(6) 2014. The device system was used to deliver fentanyl, bupivacaine and baclofen. It was later reported that the patient could feel the catheter close to the skin surface and it was hurting her, as she recently lost weight. There was no issue with the catheter, other than it being close to the skin surface. The location of the issue was the pump segment and the catheter connection. A full explant of the catheter and pump was done with an implantation of a new system. At the time of this report, the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. (B)(4).